Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The bulkhead connector was replaced. The navigation system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to medtronic for further evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The returned bulkhead connector was in good condition cosmetically and passed a continuity test without any issues being detected. No problem was found with the bulkhead connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was no network connection between the navigation system and the imaging system. This issue occurred intraoperatively. The medtronic representative onsite bypassed the bulkhead and the connection was established. There was a slight delay to the case due to this issue, and there was no impact on patient outcome.